Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. Moisture damage was found on the lcd board. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump was under her sports bra and it had condensation in the screen. Customer stated that the insulin pump was exposed to sweat. Customer's blood glucose reading at the time of the call was 50 mg/dl and has treated with food. No further information reported.